Event description:
It was reported the pt could not charge the ipg all the way to a full charge, the pt did have stimulation. It was reported the pt requested a new ipg. The physician replaced the ipg to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.